Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Mfg site name-(B)(4). (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a lighttrail 365um single use laser fiber was used during a laser procedure for a kidney stone performed on (B)(6) 2016. Reportedly an smt 50watt laser unit was used with settings of 8 hertz and 800 mj. According to the complainant, during the procedure and inside the patient, the fiber was advanced into the flexi scope and just before the physician started firing, they noticed that the tip of the fiber had been detached and the cladding started to peel back. The detached fiber tip was not visible inside the patient. The physician continued the case and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.